Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (total hysterectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: events abnormal bleeding (general), perforation (uterus) are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered fallopian tube perforation, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's concurrent conditions included candidiasis, yeast infection, leukorrhea, acne, abnormal weight gain, sore breasts, vaginal infection, hirsutism, hyperthyroidism, weakness, anxiety, blood pressure increased, paraesthesia lower limb, fibroids, cystitis interstitial, perineal pain, chest pain, dysmenorrhea, menorrhagia, vaginal discharge, vulvovaginal candidiasis, uti, yeast infection, leukorrhea, acne, cramp in lower abdomen, dysmenorrhea, menorrhagia, smoker and palpitation. Concomitant products included metoprolol since january 2015 for palpitation as well as nsaid's since july 2007 and paracetamol (acetaminophen) since july 2007. On (B)(6)2007, the patient had essure inserted. On the same day, the patient experienced depression ("psychological or psychiatric conditions: depression") and anxiety ("mental anguish"). In 2007, the patient experienced urinary tract infection ("infections : uti"). In (B)(6)2007, the patient experienced pelvic pain ("severe pelvic pain / pain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal.). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menstrual disorder, urinary tract infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's concurrent conditions included candidiasis, yeast infection, leukorrhea, acne, abnormal weight gain, sore breasts, vaginal infection, hirsutism, hyperthyroidism, weakness, anxiety, blood pressure increased, paraesthesia lower limb, fibroids, cystitis interstitial, perineal pain, chest pain, dysmenorrhea, menorrhagia, vaginal discharge, vulvovaginal candidiasis, uti, yeast infection, leukorrhea, acne, cramp in lower abdomen, dysmenorrhea, menorrhagia, smoker and palpitation. Concomitant products included metoprolol since (B)(6) 2015 for palpitation as well as nsaid's since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced urinary tract infection ("infections : uti"). On the same day, the patient experienced depression ("psychological or psychiatric conditions: depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menstrual disorder, urinary tract infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received- new events added : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric conditions: depression and mental anguish , patient did not underwent essure confirmation test were added. Event infection was updated with infection: urinary tract infection. Lot number was added. Outcome of event pain was updated from unknown to recovering was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube') and uterine perforation ('perforation (uterus)') in a 25-year-old female patient who had essure (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's medical history included multigravida (1 fatality and 2 live.) And parity 2. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to (B)(6) 2007. Concurrent conditions included candidiasis, yeast infection, leukorrhea, acne, abnormal weight gain, sore breasts, vaginal infection, hirsutism, hyperthyroidism, weakness, anxiety, blood pressure increased, paraesthesia lower limb, fibroids, cystitis interstitial, perineal pain, chest pain, dysmenorrhea, menorrhagia, vaginal discharge, vulvovaginal candidiasis, uti, yeast infection, leukorrhea, acne, cramp in lower abdomen, dysmenorrhea, menorrhagia, smoker and palpitation. Concomitant products included metoprolol since (B)(6) 2015 for palpitation as well as diazepam (valium) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), norethisterone (jolivette-28) from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric conditions: depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain") and urinary tract infection ("infections : uti"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 107 days before insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("persistent menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal and she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) were performed.plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 9-jan-2020: pif received. Reporter information added. Event: allergic reaction added. Events outcome were updated. Event genital haemorrhage updated as medically non-significant.we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube') and uterine perforation ('perforation (uterus)') in a 25-year-old female patient who had essure (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's medical history included multigravida (1 fatality and 2 live.) And parity 2. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to (B)(6) 2007. Concurrent conditions included candidiasis, yeast infection, leukorrhea, acne, abnormal weight gain, sore breasts, vaginal infection, hirsutism, hyperthyroidism, weakness, anxiety, blood pressure increased, paraesthesia lower limb, fibroids, cystitis interstitial, perineal pain, chest pain, dysmenorrhea, menorrhagia, vaginal discharge, vulvovaginal candidiasis, uti, yeast infection, leukorrhea, acne, cramp in lower abdomen, dysmenorrhea, menorrhagia, smoker and palpitation. Concomitant products included metoprolol since (B)(6) 2015 for palpitation as well as diazepam (valium) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), norethisterone (jolivette-28) from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric conditions: depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain") and urinary tract infection ("infections : uti"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 107 days before insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("persistent menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal and she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) were performed. Plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube') and uterine perforation ('perforation (uterus)') in a 25-year-old female patient who had essure (ess205) (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's medical history included multigravida (1 fatality and 2 live.) And parity 2. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to (B)(6) 2007. Concurrent conditions included candidiasis, yeast infection, leukorrhea, acne, abnormal weight gain, sore breasts, vaginal infection, hirsutism, hyperthyroidism, weakness, anxiety, blood pressure increased, paraesthesia lower limb, fibroids, cystitis interstitial, perineal pain, chest pain, dysmenorrhea, menorrhagia, vaginal discharge, vulvovaginal candidiasis, uti, yeast infection, leukorrhea, acne, cramp in lower abdomen, dysmenorrhea, menorrhagia, smoker and palpitation. Concomitant products included metoprolol since (B)(6) 2015 for palpitation as well as diazepam (valium) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), norethisterone (jolivette-28) from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric conditions: depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain") and urinary tract infection ("infections : uti"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and heavy menstrual bleeding ("abnormal bleeding menorrhagia"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 107 days before insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("persistent menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal and she had da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding and hypersensitivity had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) were performed. Plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: reporter was added, no new clinically significant information were added. Essure device update to 205 from 305. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.